Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator displayed a "check circuit" and "prox line" alarm messages. The breathing circuit was replaced four times without success and the alarm continued. The patient was transferred to another ventilator without harm. A heated wired breathing circuit was being used with the ventilator.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not duplicate the reported complaint but verified the issue in the error logs. The unit under test (uut) was tested and no issues were observed. The device passed all testing. No parts were replaced.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.